Manufacturer narrative:
Summary: from the icr report: 'firing complete' but underformed staples. 'Firing complete' but partial staple/cut. Dlu returned opened too wide. (Anvil was opened beyond its position when it is fully open). Because anvil opens a specific distance after firing, this would indicate that when the dlu was fired the anvil was not close enough to the reload. Also, several unformed staples were found on fired reload confirming that the staples did not hit the anvil at all, and the pockets on the anvil show no marks that staples hit them. This was the dlus first firing (5 uses left) and the dlu is delivered fully closed, therefore, it could not be due to improper calibration. It was not determined what exactly caused the anvil to open too wide. New reload would not calibrate. 2nd reload had damaged reload memory module. Actions: car 0719 - damaged reload memory module. See scanned pages.

Event description:
Coronary arterial bypass and graft; laa procedure. Slc55g dlu calibrated and firing complete, but no staple formation and no cutting of the tissue occurred. Another dlu was used to complete the case.